Manufacturer narrative:
As alleged via social media post, the patient underwent implantation of an unspecified mesh, as alleged the mesh ruptured post-implantation, and the patient subsequently passed away. The actual device and device manufacturer used to treat the patient was not identified in the social media post. Based on the limited information available, no conclusion can be made. Product identifiers were not provided; therefore, a review of the manufacturing records is not possible. Note, the actual dates of death and event are unknown. We have documented these date fields with a best estimate. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per social media comment, "my son was killed by mesh it ruptured and he was losing his insides went to a doctor and all he said was your dying you need to go to hospital instead of calling an ambulance he let my son leave and he died." Note, the device and device manufacturer of the implanted mesh was not specified in the social media comment.